Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer customer stated that when they checked the equipment they found that the knob with tubing management system would not lock tight. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use without evidence of blood were observed. A visual inspection was performed. No visual defects were observed. The device was evaluated for its mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did tighten the arm. Based on the information received and the results of the evaluation, the reported failure mode "mechanical issue" was not confirmed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer customer stated that when they checked the equipment they found that the knob with tubing management system would not lock tight. A replacement device was used to complete the procedure. The hospital did not report any patient effects.